Event description:
Boston scientific crm received info that this implantable right atrial pace lead in association with the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture. The technical services consultant inquired as to whether the leads may have been switched in the header. Upon further investigation, the local area sales rep confirmed that the pace/sense portion of the competitor's transvenous implantable right ventricular defibrillation lead was reading noise and the pt was getting shocked for it. It was also found that the implantable transvenous right atrial lead was tested and found to have no capture at maximum output, therefore, a new one was implanted. There were no reported adverse pt effects. To date, info suggests that this medical device remains actively in service. All dates were provided by boston scientific. Although the complaint states that this lead was explanted, no explant date was provided and it is not clear if the event date is for when the loss of capture was first noticed or when the procedure was done. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.